Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade tip broke off. It was retrieved. The generator had displayed message to relax pressure on blade. The device was not being used in abuse mode. A new device was used to complete the procedure. There was no patient impact.